Event description:
It was reported that a user¿s ilet system remained connected to a prior freestyle libre 3 sensor, preventing current glucose values from displaying until troubleshooting steps were performed, including switching cgm selection, rescanning the sensor, and restarting both the ilet and the phone, after which sensor pairing succeeded. Symptoms included an inability to view continuous glucose readings. Outcomes included no reported injury, no alerts or alarms of clinical significance, and no need for medical intervention or hospitalization. Investigation included review of device connectivity and guided troubleshooting to re-establish cgm pairing. Investigation of this case revealed a resolved pairing failure associated with cgm connectivity and configuration, with successful reconnection after device and phone restarts and sensor rescan. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity setup and pairing sequence, resolved by standard troubleshooting.